Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited case by a physician from the (B)(6) of peritonitis and death in a (B)(6) male patient coincident with (imported) extraneal viaflex and physioneal, unspecified product therapies. On an unreported date, the patient began treatment with extraneal viaflex and physioneal, unspecified product therapies intraperitoneally (ip) for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the patient began extraneal viaflex and physioneal, unspecified product. Extraneal viaflex and physioneal, unspecified product therapies were ongoing until the time of death. The on (B)(6) 2012, the patient experienced sterile peritonitis manifested by cloudy effluent which required hospitalization. On that same date, the patient began remedial therapy with kefzol 250 mg/liter, frequency and route not reported) for about 15 minutes. From (B)(6) 2012, the patient received kefzol (125mg/liter frequency and route not reported). From (B)(6) 2012, the patient received kefzol. The cause of the peritonitis was unknown. On (B)(6) 2012, the physician stated that the patient had clinically improved and was discharged to home. On (B)(6)2012, the patient died in his sleep. The cause of death was not reported and an autopsy was not performed. At the time of the death, the peritonitis was resolving.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem of peritonitis. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the reported condition was not confirmed and the cause could not be determined.